Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported fails calibration. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they fails calibration with error code 13-1033-149 was confirmed due to corrupted data. Reflashed software 9.33. Also found damaged front case for physical damage. Replaced it a new front case assembly. Performed leak down test and co2 calibration with passing results. Based on the findings, service determined that the proximate cause of the reported issue was due to fails calibration with error code 13-1033-149. A review of the device history record showed the device had a manufacture date of 20 may 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported fails calibration. There was no patient involvement.